Manufacturer narrative:
The primary di, production identifier of lot number and consumer name and address details were not provided by the social media consumer. An attempt was made to obtain more information and no response received. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported via social media that with removal of an unspecified number of tampons, the pledget would fall apart and leave pieces inside her vaginal cavity. An attempt has been made to obtain further information regarding the consumer¿s use of the product and outcome; however, no further information has been received.